Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient.

Manufacturer narrative:
Physio-control further evaluated the device and observed an open solder joint between the speaker's positive tinsel wire and the positive speaker lug. This caused an open connection an no audio output.  The cause of the reported failure was due to an open solder joint between  speaker's positive tinsel wire and the positive speaker lug. A replacement device was provided to the customer under warranty.